Event description:
The dr claims that during the procedure the graft leaked blood (quantity is unknown and unattainable) from a hole in its "abdominal portion" (aortic section). The dr stopped the bleeding with sutures. The length of time it took to stop the bleeding is unknown and unattainable. There was no injury to the pt. The graft was left in. The pt is doing well now. In 2000, facility learned that the graft leaked (not spouted) blood from its aortic section walls and also spouted from the bifurcation area (crotch). The procedure was an abdominal aortic aneurysm repair.